Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported by the distributor that there was foreign matter on the dressing. The product was not used by patient. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 3c05902 was manufactured on 03/31/2023, in bodolay line, with a total of (B)(4) market units. The complaint investigator performed a batch record review on 02/29/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1738483 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photos related to the reported problem are available for evaluation. Physical samples were received and evaluated, and as results the reported condition have been confirmed. Investigation summary: as a result of the investigation, in which the multidisciplinary team performed a 5why exercise to identify the root causes related with this defect, it was identified the following: -an evaluation was carried out during the sealing and packaging process in bodolay line and it was observed when the dressing are out of the center of packaging material, get in contact with sealing area, the plates get dirty, hindering the heat transference of the current pieces sealing and the following cycles causing incomplete sealing. -current vision system scope it can identify the following defects, loss dressing, trapped in the seal, empty blister, double dressing, cut dressing, red tape the investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.